Event description:
Boston scientific received information that this right ventricular lead was fractured, causing noise oversensing. The patient was noted as pacemaker dependent. The boston scientific local area sales representative assumes there may have been pacemaker inhibition resulting from the noise oversensing, but couldn't confirm because the physician had programmed electrocautery protection before he had arrived at the case.

Manufacturer narrative:
This lead was surgically abandoned as a result of this issue. The associated cardiac resynchronization therapy defibrillator (crt-d) was electively removed from service during this time, by the physician. If new information would become available, this report will be further evaluated and updated.